Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer septal occluder was selected for implantation using a 10f amplatzer torqvue delivery system. During the procedure, during deployment, the occluder deformed into a cobra shape. The occluder was replacer with another 28mm amplatzer septal occluder and the delivery system was replaced with another 10f amplatzer torqvue delivery system. The patient is reported to be discharged. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that the correct size delivery sheath was used. The patient did not have any anatomical interference and there was no angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.